Event description:
Customer's family member called to report the customer was not able to prime the pump. The reservior was placed into the pump properly. Device was not connected to customer. Troubleshooting was performed. The insulin did not exit. Customer reverted to back up plan.